Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 30 mm amplatzer patent foramen ovale (pfo) occluder was chosen for procedure to close a pfo. During procedure, the device was deployed but the left atrial disc appeared as a bulbous shape in the left atrium. The device was removed back through the delivery system. A 30 mm amplatzer cribriform occluder was successfully implanted as a replacement device to resolve this event. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The reported event of "left atrial disc appeared as a bulbous shape" could not be confirmed. One photo was received from the field, which appeared to show one of the discs deployed in a bulbous confirmation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.